Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and no faults were logged in the diagnostic fault logs. The fse found the k8 solenoid to be leaking, replaced the drive manifold and recalibrated all the transducers. The fse also replaced the power supply and verified operation, safety and performance per factory specifications. The iabp unit was then released back to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after running for days. The customer stated that this has occurred with the same iabp in the past. The nurse at the facility stated that when she walked into the room she heard a beep and the pump totally shutdown. The nurse turned the iabp off and back on and it rebooted. The iabp was operating on a/c power with no battery power operating indicated. The nurse notified perfusion but didn't inform getinge. The iabp was swapped with another without issue. No patient harm or adverse event was reported. It was later reported (via medwatch) that the iabp stopped cycling and the screen went blank during the event. The iabp was exchanged out and manufacturer contacted for emergency service. It was reported by the perfusionist the pump also had a similar failure three month ago this year and was reported to the manufacturer. The biomedical turned the iabp on battery power and observed a full battery post completion. The iabp was sequestered for manufacturer analysis. No adverse patient outcome was reported.

Manufacturer narrative:
Due to multiple reports of sudden shutdown with no faults involving this unit, the fse opted to replace the power supply to address the issue. In the initial emdr it was erroneously reported that this event was reported by the facility under medwatch/uf# 0504850000-2018-8006. However, the event referenced on that medwatch was actually captured under mfg report# 2249723-2018-01166.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown after running for days. The customer stated that this has occurred with the same iabp in the past. The nurse at the facility stated that when she walked into the room she heard a beep and the pump totally shutdown. The nurse turned the iabp off and back on and it rebooted. The iabp was operating on a/c power with no battery power operating indicated. The nurse notified perfusion but didn't inform getinge. The iabp was swapped with another without issue. No patient harm or adverse event was reported.